Event description:
The patient was in her pe class when she received multiple shocks. Upon interrogation, lead noise was clearly visible resulting in over sensing. Device was turned off. Noise was reproducible with slight arm movements . The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received lead returned in two pieces. External insulation abrasion was noted at 5.0cm and 7.1cm from the connector pin. This abrasion is consistent with lead friction to the ICD. The proximal ring electrode coil was found to be fractured at the end of the connector ring beneath the connector boot.